Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging missing memory meter results. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.